Event description:
The customer received questionable ph results for an unknown number of urine samples since (B)(6) 2013. Specific data could only be provided for three samples which occurred on (B)(6) 2013. The ph result from the analyzer for all three samples was 7. When manually read, the result was 5. The manually read results were believed to be correct. The erroneous results were reported outside the laboratory. No patients were adversely affected. The test strip lot number was 21913900 with an expiration date of 11/30/2013. The field service representative replaced the old and damaged bed assembly and reference pad, bleached the sample lines and waste lines and adjusted the photometer height. He adjusted the photometer led brightness and adjusted the probe. He ran multiple calibrations and qc, but determined the ph would not report lower than 6.5. He then determined the photo head assembly was defective and replaced it. He performed a photo head alignment and adjusted the vr output. To verify the analyzer operation he ran tests, calibration and qc with results within acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.